Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. It was found that the overall appearance of the left-sasi device exhibits an overall appearance of wear consistent with multiple uses in a clinical setting. While conducting functional tests with the production equivalent saws attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to a device issue. The connection issues between the sasi and saw handpiece are known product issues. Based on the investigation findings, the root cause of the undesired movement or play is traced to design. The connection issues with the saw handpiece, is a known product issue and is addressed through a CAPA.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure for tibial resection it was observed that there was excessive movement in both the left and right robotic assisted saw interface devices (sasi), when used with the robotic assisted satellite station device and base station device, resulting in continuous pop-up messages stating: ¿expected distance between saw and device array has been changed.¿ it was determined that the issue appeared to be directly related to the instability in the saw interfaces. It was reported that the surgeon attempted to reposition the robotic assisted device and the holding arm, however, this did not resolve the issue. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.